Event description:
Customer reported that their pump screen was dark and wouldn't turn on. The customer's blood glucose level was 8.2 mmol/l at the time the issue was noticed, which is within the normal range. After several unsuccessful troubleshooting steps, technical support instructed the customer to ensure the pump was not connected to a power source and to press the center button firmly. As the display failed to turn on, technical support decided to replace the pump. The customer was informed of the replacement process, confirmed their shipping address, and was instructed to use a replacement pump to ensure continued insulin delivery. Additionally, they were given instructions to return the problematic pump using a pre-paid label within 10 days.

Manufacturer narrative:
Corrected details: h2, annex a, annex g.